Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument ignited. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed from the base of the instrument. The issue occurred while peeling tissue. The generator used was an ft10 at standard 40 w. The instrument was used for about an hour before the arcing occurred. The patient was not injured. It is believed that the arcing could have happened because of tissue accumulated at the instrument's base, and an electric scalpel that had not been validated was used. The instrument was connected properly.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.